Event description:
The lens was explanted due to opacification. The lens was originally implanted in 2002.

Manufacturer narrative:
The device in question has been returned to boston scientific and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.